Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath on the rv lead, progress stalled within the subclavian region, and the patient's blood pressure dropped. A perforation to the axillary vein was discovered, and rescue efforts began, including expanding the pocket in order to repair the perforation. The patient stabilized, and the procedure was completed with no further patient harm. This report captures the tightrail in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4) patient weight - not available from facility. H3) the tightrail was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.